Event description:
Approximately three years and two months post heartware lvad implantation, the patient reported that his/her controller began to alarm at night. The patient heard beeping and saw that the controller battery gages were all lit in red. The alarm symbol was unlit and there was no information on the led screen. Shortly after, the controller went blank. Then all lights in battery gages, ac symbol and alarm turned yellow. After these light changes, the controller display returned to normal with the battery gages functioning appropriately and ac light illuminating in green. The patient was asymptomatic. The controller also did not note fully charged batteries and gave a battery change alarm prematurely. When the coordinator tried to download data from the controller he/she was unable to download and received an error message. The controller was removed from the patient and a new one was supplied. No harm or injury to the patient was reported as a result of this incident.

Manufacturer narrative:
The reported event indicates an issue with the performance of a controller. The patient's devices were exchanged without incident and there was no reported patient injury. The controller was returned to heartware for evaluation; four batteries were not returned for analysis despite multiple attempts to obtain them. Analysis of the controller revealed that the device failed to meet specifications. The controller failed functional testing due to a failed no power alarm. Further analysis indicated that the cause of the alarm malfunction was due to a failure of the controller's back-up battery control circuit. Review of the controller log files confirms the reported power loss event. The reported communication problem wherein the vad coordinator was unable to find a logged controller event is consistent with a loss of power to the controller; the controller only alarms and will not log any data into the log files while it is without power. While cause of the alarm failure was confirmed to be an internal controller circuit failure, the most likely root cause of the power loss event and controller circuit failure cannot be conclusively determined as the batteries were not returned for evaluation.

Manufacturer narrative:
Log files were downloaded by heartware when the controller was received. Preliminary review of controller logs indicates multiple power loss and pump stop events. The patient was asymptomatic during the pump stops. Preliminary functional analysis of the controller revealed that the "no-power" alarm was not functioning due to failure of the back-up battery control circuit. Request for all products involved has been requested and investigation is stgill on-going. Additional information will be submitted within thirty (30) days of completion of the investigation. Evaluation in progress.